Manufacturer narrative:
Analysis was performed on the returned device. The reported clip deployed on the sheath, device entrapment and mechanical jam with the safety release mechanism could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the returned device condition, a conclusive cause for the reported clip deployed on the sheath/ distal end of the device cannot be determined. Factors that contribute to clip deployed on the sheath/ distal end of the device may include, but are not limited to, inadequate nick and spread, user presses the firing button (#4) prior to full advancement of the thumb advancer, user pulls back on device during clip deployment. The reported device entrapment, mechanical jam with the safety release mechanism and subsequent treatment appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Na.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a starclose device after an interventional arterial embolization procedure using a 5f sheath. Reportedly, the first four steps were followed, and upon clip deployment, the clip remained connected to the device. The clip/device could not be removed from the patient. The thumb advancer was unlocked using the access ports, and the safety release was utilized; however, the device could not be removed. A bigger cut [nick and spread] was made into the skin and tissue allowing the clip to be set free into the tissue above the vessel and be removed using the device. Manual compression was used to achieve hemostasis. A clinically significant delay was reported as a result of the nick and spread and manual compression. The patient was reported to be fine post procedure. No additional information was provided.